Event description:
Subsequent to the initially filed medwatch report, additional information was obtained. Return device analysis noted the proximal balloon marker was separated into three segments and remained inside the balloon. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Return device analysis noted the inner member inside of the balloon was bunched. In this case, it is possible that the noted bunched inner member contributed to the reported difficulty; however, it is unknown when the damage occurred. A conclusive cause for the reported difficulty cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the left superficial femoral artery. The 5.0x120mm armada 18 balloon dilatation catheter was advanced to the target lesion and inflated. During removal after deflation of the balloon, the device became stuck on the 0.018 guide wire and both devices had to be removed together. The procedure was completed using another armada balloon and the same guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.